Event description:
It was reported that air bubbles were observed. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided. Customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.